Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during on a revision on (B)(6) 2020, the physician was unable to implant the lead due to patient¿s anatomy. As a result, the procedure was aborted.